Event description:
It was reported that the patient observed an increase in blood glucose levels. Upon checking the infusion site, she noticed leakage along the edge of the cleo adhesive and detected the smell of insulin. The patient replaced the cleo site and rotated it to a different location on the abdomen. She also administered a manual insulin injection, after which her blood glucose levels returned to normal within a couple of hours. There was patient involvement, and no harm was reported

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.